Event description:
When the physician was pulling out the product, it reached the sheath and the catheter broke and split apart at the transition. A part of it remained in the pt. The physician went in through another access site and snared it.